Event description:
It was reported that the programmer radio frequency head connector had intermittent connection and telemetry could not be gained. It was also reported the plug in port under the keyboard panel had to be jiggled to ensure programming head connection. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer head plug issue was caused by loose rf (radio frequency) head connector on the link electronics module printed circuit board.